Event description:
Reporting status: malfunction. Reporting rationale: loose stent has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: loose stent. It was reported that when the stent delivery system (sds) was being advanced over a guide wire outside of the pt's body, it was noted that the stent was loose on the sds balloon. It is unk if the stent was stationary on the balloon when the protective sheath was removed. No add'l event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to determine a root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was loose on the balloon. There were two rows of struts on the distal end of the stent implant that were slightly flared. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The outer diameters did not meet mfg criteria. Product performance engineering reviewed the incident. Presence of contrast in the inflation lumen and blood in the guide wire lumen of the returned device indicates that the preparation of the device for use was essentially completed, and that the sds was at least loaded onto the guide wire as reported. Analysis of the returned device did find the stent implant loose on the balloon. Factors that can affect loose stent outside the body include, but are not limited to, negative pressure during sheath removal, positive pressure during prep, forced sheath removal, or improper or inadequate crimping at the time of MFR. Analysis of the returned device indicates presence of crimp marks on the tightly folded balloon where the stent implant had been between the markers, suggesting that the stent was at least crimped onto the balloon at the time of mfg. It is possible that the protective sheath may not have been carefully removed; considering that it was mentioned that not much attention was paid to notice that the stent implant was stationary on the balloon when the protective sheath was removed. The protective sheath was not returned which may have aided in the investigation. It is also possible that the sds may have been mishandled while advancing it over the guide wire. The returned stent implant outer diameters (oversized) did not meet mfg criteria; since the crimped stent was reported loose, this over-sizing may have occurred at the time of movement, as it is expected that the stent would expand during travel over the sds. Alternatively, the oversized diameters may have originated from the mfg site and contributed to the looseness and movement of the stent implant. However, this is unlikely considering that the stent outer diameters and stent movement are 100% verified during mfg. It is unk when the stent outer diameters became oversized. Flared struts were noted open slightly outward at the distal end of the stent implant. It is possible that this was either related to the looseness or was caused during handling after the procedure. It cannot be determined whether a flared strut existed as manufactured and caught the sheath causing the movement, or if some feature of the sheath caught the strut and bent it, or if handling of the stent afterwards lead to unintended damage. A conclusive root cause of the reported loose stent was unable to be determined. There is no indication of a quality issue. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. A query of the complaint-handling database indicated that there have been no similar complaints reported with either the original or rework lot. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.